Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catheter model: 8711, serial: unk, implant/explant: unk. Analysis of the pump revealed motor corrosion and gear train anomaly.

Event description:
It was reported that since (B)(6) 2011 patient experienced burning, sharp, stabbing and achy discomfort and some cramping in the legs, shoulder pain and foot pains. He rated his pain at 7-9/10, significantly worsened from before. There were no withdrawal symptoms. Review of systems indicated constipation, sedation, vertigo, urinary retention, (B)(6) weight loss. Physical examination: blood pressure: 125/65, temperature: 98,6, heart rate: 74, respiration 16, o2 saturation 97% on room air, no apparent distress, chest clear, heart regular rate and rhythm. Pump was refilled with 40ml that include hydromorphone 10mg/ml, bupivacaine 20mg/ml and clonidine 100mcg/ml. It was noted that only 6ml had infused since the last refill. After the reprogramming of the pump, a motor stall indicator message appeared on the printout. This was not seen prior to the reprogramming. It was unclear exactly what amount of medication the patient had received; the pump was reprogrammed to continue using it a minimal rate until it was replaced. Patient was also provided with a duragesic patch 25mcg an hour. He was continued on plavix. The pump was replaced. No rotor or dye studies were performed. Patient sustained no injury; recovered without sequel.